Manufacturer narrative:
X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that during an office visit the pt received a high impedance reading on a systems diagnostic test indicating a possible device malfunction. It was also reported that the pt started to experience an increase in seizure activity, below pre-vns therapy baseline levels. X-rays were sent to manufacturer for review in which no anomalies were noted. It is unk if a revision surgery will take place.